Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 650cc mentor cpx 4 breast tissue expander with suture tabs experienced deflation post procedure. The device was notably smaller than the contralateral side. There was a visible hole upon explant. The deflation was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigational and analysis have been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2021. The patient was 48-years-old at the time of the event. The event date was clarified to be (B)(6) 2021. The implant date was clarified to be (B)(6) 2020. The patient was replaced with mentor silicone. The patient is fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(6) on december 1, 2021 mentor became aware that off label use was erroneously omitted from the previous supplemental report. The following statement was added to the device evaluation summary: per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an off-label manner.